Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue. Troubleshooting found that an intermittent interconnect cable for the tracker was the root cause of the anomaly. The representative replaced the cable to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system could not locate the imaging system wireless trackers. The representative reported that the site elected to complete the procedure without navigation and medtronic imaging. No additional information was provided. There was no impact on patient outcome.